Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had rewind anomaly and hard to push, sticky and sometimes unresponsive. The customer blood glucose level was unknown. Customer states that insulin pump was damage to the casing of insulin pump any cracks or hairline fractures. Customer states that insulin pump had scratches on screen and rainbow effect on screen. Customer states the insulin pump had battery life was diminished and reject battery. Customer stated that insulin pump was slower to rewind and heard grinding noise and insulin ever squirt out instead of drip. Customer stated that they received low battery and low reservoir alarm. The device will not be returned for analysis